Event description:
Information was received indicating that a smiths medical pump was having issue with the push rod and is alarming obstruction. There were no reported adverse events.

Manufacturer narrative:
Other, other text: it was reported that the event did not occur during use with a patient. Device evaluation: one cadd ms3 pumps was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer reported problem was confirmed. During testing, the investigation found the device drive rod did not moved forward and failed leadscrew test. According the investigation, it was determined that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced, and the front housing will also be replaced as part of the repair process. The problem source of the reported problem is unknown.